Event description:
Gantry rotated on its own. Upon completion of a stationary beam radiation treatment with the gantry in the oblique position (gantry angle = 30 degrees, varian scale), one radiation therapist entered the treatment room. Another therapist, while watching the pt video monitor, turned the gantry from the console control and stopped at gantry angle = 90 degrees. Rptr happened to be watching this outside the room and the gantry had come to a full stop. The therapist in the room began to move the couch down and away from the gantry with the pendant control. At, or around the same time that the couch began to move, the gantry began to turn in a counterclockwise direction. The pt had been safely moved out of the range of motion of the gantry. Neither therapist was alarmed by the gantry's motion, each assuming that the other had initiated the movement. This continued until the gantry had turned almost 270 degrees. Before that, the room therapist had called out to the console therapist to stop turning the gantry. As rptr was sitting nearby and realized what was happening, rptr went to the console control panel and turned the motion selector control from gantry angle to field size. At that time the motion had stopped with the gantry near 360 degrees, but not at the limit. On further inspection, rptr found the motion enable button on the console not working properly. In the room the hand control pendant cable was pinched in the table covering, which may not have been a contributing factor. Varian svc rep came to inspect and disabled console motion by clipping the wires to allow safe usage pending replacement of the console motion enable switch.